Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was missing items in 14 intermittent catheter kits such as gloves, bags and iodine prepping pads.

Manufacturer narrative:
The reported event was inconclusive. The device was not returned. It was unknown whether the device had met specifications. A potential root cause for this failure could be due to "incorrect operation". The product does not appear to have been used. However, the product was intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the patient was missing items in 14 intermittent catheter kits such as gloves, bags and iodine prepping pads.